Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were reproduced. The alarms were confirmed during a review of the event history log. It was observed that the upstream sensor had low fluid numbers. Low ultrasonic readings can cause false air in line alarms. (B)(4).

Event description:
It was reported that a spectrum pump constantly displayed the air in line message in the oncology care area during set up. Any patient involvement, injury or medical intervention is unknown.